Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a follow-up visit, the physician found three inappropriate shocks for oversensing noise signal, and the patient did not feel any of the shocks. The physician suspected mechanical issue, but noise was not reproducible. An x-ray was performed and showed an electrode dislodgement, there was an acute curve of the lead in the pocket. Shock impedance was measured at 140 ohms. Subsequently, the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. A transvenous system was implanted a few days later due to the patients complex anatomy. No additional adverse patient effects were reported. The hospital will retain the products for their analysis.

Event description:
It was reported that during a follow-up visit, the physician found three inappropriate shocks for oversensing noise signal, and the patient did not feel any of the shocks. The physician suspected mechanical issue, but noise was not reproducible. An x-ray was performed and showed an electrode dislodgement, there was an acute curve of the lead in the pocket. Shock impedance was measured at 140 ohms. Subsequently, the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. A transvenous system was implanted a few days later due to the patient's complex anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination identified sharp curves in the electrode body approximately 95mm from terminal end. Resistance testing found the electrode was not electrically continuous. The fracture characteristics appeared consistent with cyclic fatigue. The fractures resulted in the observed oversensing noise, inappropriate shock, and sense b artefact noise.

Event description:
It was reported that during a follow-up visit, the physician found three inappropriate shocks for oversensing noise signal, and the patient did not feel any of the shocks. The physician suspected mechanical issue, but noise was not reproducible. An x-ray was performed and showed an electrode dislodgement, there was an acute curve of the lead in the pocket. Shock impedance was measured at 140 ohms. Subsequently, the entire subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted. A transvenous system was implanted a few days later due to the patients complex anatomy. No additional adverse patient effects were reported. The products were returned for analysis.